Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an error icon display, and an adverse event was reported. The patient stated they were in bed and were feeling symptoms of hypoglycemia. They stated the continuous glucose monitor (cgm) was displaying sensor error on the screen. The patient ate a bowl of cereal and drank a glass of juice and felt fine. No additional patient or event information is available. Data was provided for investigation. Confirmation of the problem was not confirmed via data. The probable cause could not be determined.